Event description:
Reporter called regarding 4 defective screws implant in her spine. On (B)(6) 2022 she has screws implanted at (B)(6). 18 months later she starting to experience back pain, feel numb and tingling pain in her thigh area she states the screws were pressing against her nerves. On (B)(6) 2024 she went to see her surgeon who originally performed the surgery and a x-ray was performed and it showed 2 out 4 of the screws were broken so physician suggested surgery. In (B)(6) of 2024 she had a nuclear cat scan done and that showed the 2 broken screws and also showed the other two screws were loose. Reporter had surgery the broken screws and loose screws were removed and the surgeon had to put in 7-8 new and longer screws to hold her spine in place, she stayed in the hospital for 5 days. Reporter mentioned she tried to do some research to see if her screws were on a recall list but she does not have a model, catalog, serial, or lot number, unable to provide that information. Ref reports: mw5168945, mw5168947, mw5168948.